Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported having high blood glucose of 590mg/dl. Troubleshooting was performed. The time and date were incorrect. Assisted the caller with correcting them. However, the basal rates and bolus wizard settings were correct. Reviewed the alarm history and found repetitive no delivery alarms. The customer mentioned that the drive support cap is flush. Instructed the caller to run a manual prime test and the insulin did exit. Performed the displacement test and passed. Further testing could not be performed as customer's insulin pump alarmed no delivery and had low battery alarms. No additional information was provided.